Manufacturer narrative:
(B)(4). Batch #: m90k34. Additional information was requested and the following was obtained: additional information received on 6/12 "the nurse set up the device per protocol and attached the cord to the generator. The gen11 recognized the device and requested that the device be tested for two seconds which the surgeon did and everything worked fine. After about five minutes, the gen11 asked for the two second test to be done again and the device had not been used yet by the surgeon. He did the test again and it worked fine again. He activated the device on the patient a couple of times and then it asked again for the two second test to be done. There was never an error code on the gen11." How many device were involved in this event? There was only one device involved in this event but after the or was cleaned following the procedure they weren¿t sure which handpiece was used for the case. They tested the handpieces that were available in the or core with the generator to see if any others failed the test and a second handpiece failed the test. Both handpieces were sent back for analysis. If there was a second device involved, clarify which was the failure in this device. Provide lot/batch/serial number of the devices involved in the event: I thought that the account provided the lot numbers when they sent the handpieces back. I do not have the lot numbers. The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was functional. However, it worked properly with foot switch assembly and passed the pre-run test. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level also moisture indicator present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. It is probable that the ingress of moisture affected handpiece functionality. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left thyroidectomy, the handpiece malfunctioned. It was replaced and the case was able to be completed. There were no patient complications reported.